Event description:
A presentation of the noteworthy radiographic observations of patients treated with synthes nflex implants reported that there was a screw fracture for patient ID (B)(6) at the s1 location with a significant loss of lordosis secondary to the screw fracture at month 3. The presentation with x-rays was sent to the synthes post market risk manager for review and based on the known information this is a reportable malfunction. No further information was provided.

Manufacturer narrative:
Device was used for treatment. Actual event date not known. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.